Event description:
While using the axsos 4.0 periarticular system for a tibial plateau, a 4.0mm locking screw broke upon final tightening into the proximal lateral tibia plate. They were unable to retrieve the screw head.

Manufacturer narrative:
The reported event that the screw broke could not be confirmed, since the device was not returned for evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device remains implanted.